Manufacturer narrative:
B3: event date estimated as 45 days after implant date.

Event description:
It was reported that stroke, thrombosis, and device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after meeting release criteria. At the 45-day routine follow up, imaging was performed, and it was noted the closure device had migrated, and no intervention was performed. At an unknown date, the patient presented with strokes. The most recent echocardiogram showed the closure device migrated with struts exposed and thrombus formation. The patient is at home and no further complications were reported.